Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information stating customer had just began using the pump one day prior. The customer's blood glucose level lowered to 80 mg/dl. Customer's health care provider prescribed a nighttime basal change.